Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the damaged adhesive around the objective lens could have been attributed to the physical damage contacted with the object with sharp edge.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a preparation for an unspecified procedure using the subject device, it was found that a 3d image adjustment issue occurred. The user facility replaced the subject device to a similar device to perform the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was not duplicated, and also found that an adhesive around the area of the ccd lens was damaged and the adhesive of the bending rubber was partially peeled off.